Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. No clinical testing could be performed as material and lot number are unknown. For tubes subjected to centrifugation to generate plasma or serum for testing, standard processing conditions do not necessarily completely sediment all cells, whether or not barrier gel is present. Cell¿based metabolism, as well as natural degradation ex vivo, can continue to affect serum/plasma analyte concentrations/activities after centrifugation. Separated plasma samples in particular, will have a gradient of cells and platelets present after centrifugation. The presence of cells and platelets in the plasma may lead to increased variability and/or instability of certain analytes that are involved in cell/platelet¿mediated metabolic processes and/or are present in higher concentrations in cells or platelets. Analytes that may be affected include aspartate aminotransferase, glucose, inorganic phosphorus, lactate dehydrogenase and potassium. The magnitude of such effects may vary depending on several factors, including whether the plasma is aliquoted or remains in the primary tube, sample agitation, and time. Analyte stability should be evaluated for the storage containers and conditions of each laboratory. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h.10.

Event description:
It was reported that during use with an unspecified bd blood collection tubes inconsistent results occurred between different assays or instruments with samples collected in various types of tubes. There was no report of confirmatory testing, patients, or patient impact. The following information was provided by the initial reporter: inconsistent results between different assays or instruments between samples collected with different types of bd blood collection tubes.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed. And the franklin lakes FDA registration number has been used for the manufacture report number. Expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use with an unspecified bd blood collection tubes inconsistent results occurred between different assays or instruments with samples collected in various types of tubes. There was no report of confirmatory testing, patients, or patient impact. The following information was provided by the initial reporter: inconsistent results between different assays or instruments between samples collected with different types of bd blood collection tubes.